Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue was determined to be caused by a faulty bulkhead connector. The bulkhead connector was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar. It was reported that that the system would not communicate with the imaging system. The representative checked the navigation connection and did not find any servers. The site exited the procedure on the navigation system and powered down the mobile view station (mvs) with no change. Medtronic navigation and imaging were aborted. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
The bulkhead connector was returned for analysis. Functional testing found that the bulk head connector was functioning as designed. Analysis was inconclusive and could not determined the probable cause. If information is provided in the future, a supplemental report will be issued.